Event description:
It was reported that the filter would only deploy partially. After several attempts to deploy, the doctor removed both the delivery system and filter from the vena cava. Once in the location of the groin, the doctor used hemostats to remove the filter. Another filter was implanted without difficulty. No injury to the pt was reported.

Manufacturer narrative:
Device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 filter and delivery system were returned without the dilator. Upon inspection, the handle of the pusher wire was bent in 2 places. The black handle of the pusher wire appeared to have been pushed, with force, into the end of the y-body as the handle appeared crushed and distorted. The pusher wire handle also appeared to have been grabbed with a foreign object due to appeared of indentations and marks along the handle as well as a slight bend in the distal section of the pusher wire. Pusher wire measurements were within specification. The storage tube and the y-body had no defects and were intact. The touhy nut was very tight and ID not appear to have been loosened. Upon inspection of the introducer sheath, the distal tip of the sheath appeared to have a slight bend between the gold bands. Under magnification, there appeared to be material/scraping from the inside wall of the sheath under the distal bands. Introducer sheath measurements were within specification with the exception of sheath length, which appeared to have been stretched. One of the filter arms appeared to be bent outward and upward all the way to the apex. Heat was applied and the filter took shape except for the arm that was severely bent. All arms, legs and hooks were present and intact. All filter measurements that were possible to obtain were within specification. The investigation confirmed the failure to deploy; however, the root cause is unknown. Current info for use states: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during deliver could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.